Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2 gas module and air inlet filter were defective and in need of replacement. Replacement of the parts solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The airflow to the turbine, and to the patient, is protected by the air inlet filter. The filter must be replaced during the preventive maintenance. Check the dust filter and replace it once a month or more often if needed. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1: brand name: previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).